Event description:
A pump malfunction occurred after it was dropped. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any action to address the elevated bg level before contacting technical support, which assisted with a pump reset, resolving the malfunction. The issue did not recur, and the customer was advised to call back if it did. The customer understood the guidance given and chose not to resume insulin and restart the sensor after the reset.